Manufacturer narrative:
Service was not dispatched as the customer did not question system performance and resolved the issue through troubleshooting via the telephone. Use error contributed to the event.

Event description:
The customer reported obtaining 0.00 ng/ml for several prostate-specific antigen (psa) results involving access 2 immunoassay system. During troubleshooting, it was discovered the customer had loaded the psa reagent pack in the incorrect reagent compartment and forty-three tests remained in the reagent pack. The customer confirmed the erroneous 0.00 ng/ml results were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event.